Event description:
It is reported the teflon pad fell off a thunderbeat and into the patient during a procedure. The physician was unable to locate and remove the separated device fragment from the patient. No additional consequences to the patient have been reported as a result of this occurrence. This is related to MFR. Report number 8010047-2020-08306.